Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) rep received the alleged faulty device for evaluation. Customer complaint is that the unit failed on a patient and that there was an error 30 code. The fa rep placed the unit in diagnostic mode and found error codes 30 and 33; both of which have to do with the pressure sensor. Cleared codes and ran the unit all night. Fault didn¿t come back during that time. No findings from visual and through on board diagnostics. The fa rep could not duplicate fault, recommended replacing the sensor valve pcba (printed circuit board assembly, test the unit and send back to the customer. At this time, the device is currently at the carefusion factory service repair awaiting the replacement part. Corrected data: upon further investigation, the customer's reported issue of the alleged error codes 30 and 33 involves with the pressure sensor indicating a monitored value. This event is determined to be non-MDR reportable as pursuant to 21 cfr 803 secondary to a monitored value. If the malfunction were to recur on this or a similar device, patient injury or death would be unlikely.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported the unit failed while using the infant flow plus infant CPAP system with sipap function. The issue occurred during patient use, as alarmed error code 30 (pressure sensor fault). The customer reported no patient harm or injury associated with the event.